Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that insulin pump experienced a keypad anomaly. It was reported that customer was not able to navigate the menu due to buttons not responding. Customer's blood glucose was 270 mg/dl. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The time and date was set and no anomaly was noted. The pump alarmed motor error during the occlusion testing due to moisture damage on the force sensor. The motor was tested outside of the device and it passed. The pump passed the displacement, rewind, prime and basic occlusion tests. No unresponsive buttons noted. All buttons functioned properly. However, the pump had corroded keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.